Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user wearing an ilet with a dexcom g7 experienced persistent high glucose readings of 400 mg/dl, and the family expressed concern that insulin delivery from the ilet was insufficient, prompting consideration of transition to subcutaneous insulin by pen. Customer care provided support which included internal review by the support team. Investigation of this case revealed that the cause of the hyperglycemia was unclear. Symptoms included tiredness consistent with hyperglycemia. Outcomes included elevated glucose requiring assessment of insulin on board and potential backup therapy. It was concluded that a definitive device-related failure could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.